Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell while connected to the pump, and the touchscreen became shattered and no longer functional. Customer's blood glucose level was 209 mg/dl. Customer delivered injections to address blood glucose levels and for continued insulin therapy.